Manufacturer narrative:
Product event summary: analysis confirmed the reported event. When programmer profile and hardware information was checked, the programmer displayed a system error. The issue was resolved by running software update.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer screen booted up to a black screen and said "ror." The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.